Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the abscess that developed under the patient's skin and subsequent visit to the emergency room. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that patient developed a stomach abscess under her skin approximately two to three months ago; the exact date of occurrence is unknown. The abscess was lanced several times to release the trapped fluid. The patient had reportedly seen similar "bumps" in the past, but she was able to "massage them away" without needing any medical attention. After draining the abscess, the patient went to the emergency room (ER) for further medical attention. At the ER, the patient was prescribed an unknown antibiotic cream to treat the irritation. Although it was not conclusive, the doctor speculated that the irritation could have been caused by patient's use of the omnipod.